Event description:
It was reported that there was a particle inside of a 3 liter eva bag. This was noticed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not confirm the reported condition; no particles were identified. The device was also leak tested, and no defect was identified. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.